Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-14037. It was reported that the patient presented remotely with an implantable cardioverter defibrillator that delivered inadequate therapy. A new device and azygos coil were implanted. During the procedure, it was noted that the new device delivered an inappropriate shock due to over-sensed cautery. It was noted that the device could have possible high voltage damage. The device was explanted and replaced. The patient was stable.